Event description:
On august 15th, 2018, a patient reported infection at the insertion site. Four days following insertion the patient observed pus discharge from the insertion site. The patient had the sensor removed on (B)(6) 2018 and was prescribed a course of antibiotic.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The device was not defective. The sterilization record for this lot of sensor was reviewed and the sensor was sterilized as per specifications. Potential for development of infection at the insertion site is a known and anticipated potential adverse effect. There is no remedial action/corrective action/preventive action/field safety corrective action required in this case as the device is not defective. The patient visited the clinic for medical attention. The physician removed the sensor and prescribed antibiotics. Patient is reportedly doing fine.